Event description:
Reportedly, the subject programmer reboots in loop. Preliminary analysis of the returned programmer revealed that the reported issue could be linked to a real time clock (rtc) issue.

Event description:
Reportedly, the subject programmer reboots in loop. Preliminary analysis of the returned programmer revealed that the reported issue could be linked to a real time clock (rtc) issue.